Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It as reported via phone call that all of the customer's keys on their insulin pump failed; according to electrostatics treatment, the device cannot regain its former functionality. The customer's blood glucose was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned and replaced.

Manufacturer narrative:
The device act, esc and b buttons did not respond due to corroded keypad traces.